Event description:
The attachment with the black ring in pi drill set #11 did not seat the drill bits correctly. The scrub nurse tried several times to lock the drill bit in place with no success. Another pi drill set was opened for this procedure. The drill attachment was tagged and sent down to spd (sterile processing department).